Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("severe and permanent injury") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness and blood pressure abnormal outcome was unknown. The reporter considered blood pressure abnormal, dizziness and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media content received: events: medical device removal, dizzy, bp flux were added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('pain of the essure device') in an adult female patient who had essure (batch no. 50699395) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), nausea ("I've nauseous for 2 weeks"), headache ("headache"), abdominal distension ("bloated"), flatulence ("gassy"), hot flush ("hot flashes"), food aversion ("food adversions"), pollakiuria ("frequent urination"), tooth fracture ("front and back tooth broke without any reason/no cavity") and rash ("rash") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device pain, dizziness, blood pressure abnormal, nausea, headache, abdominal distension, flatulence, hot flush, food aversion, pollakiuria, tooth fracture and rash outcome was unknown. The reporter considered abdominal distension, blood pressure abnormal, dizziness, flatulence, food aversion, headache, hot flush, medical device pain, nausea, pollakiuria, rash and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("dizzy") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness and blood pressure abnormal outcome was unknown. The reporter considered blood pressure abnormal, dizziness and medical device removal to be related to essure. Amendment: the report was amended for the following reason: the case was upgraded from non-serious incident to serious incident. Previously reported unspecified event" severe and permanent injury was updated to more specified events" medical device removal, dizzy, bp flux". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain of the essure device') in an adult female patient who had essure (batch no. 50699395) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), nausea ("I've nauseous for 2 weeks"), headache ("headache"), abdominal distension ("bloated"), flatulence ("gassy"), hot flush ("hot flashes"), food aversion ("food "aversions""), pollakiuria ("frequent urination"), tooth fracture ("front and back tooth broke without any reason/no cavity") and rash ("rash") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dizziness, blood pressure abnormal, nausea, headache, abdominal distension, flatulence, hot flush, food aversion, pollakiuria, tooth fracture and rash outcome was unknown. The reporter considered abdominal distension, blood pressure abnormal, dizziness, flatulence, food aversion, headache, hot flush, nausea, pelvic pain, pollakiuria, rash and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("dizzy"), nausea ("I've nauseous for 2 weeks"), headache ("headache"), abdominal distension ("bloated"), flatulence ("gassy"), hot flush ("hot flashes"), food aversion ("food adversions") and pollakiuria ("frequent urination") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, blood pressure abnormal, nausea, headache, abdominal distension, flatulence, hot flush, food aversion and pollakiuria outcome was unknown. The reporter considered abdominal distension, blood pressure abnormal, dizziness, flatulence, food aversion, headache, hot flush, medical device removal, nausea and pollakiuria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain of the essure device') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizzy"), nausea ("I've nauseous for 2 weeks"), headache ("headache"), abdominal distension ("bloated"), flatulence ("gassy"), hot flush ("hot flashes"), food aversion ("food adversions"), pollakiuria ("frequent urination"), tooth fracture ("front and back tooth broke without any reason/no cavity") and rash ("rash") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, dizziness, blood pressure abnormal, nausea, headache, abdominal distension, flatulence, hot flush, food aversion, pollakiuria, tooth fracture and rash outcome was unknown. The reporter considered abdominal distension, blood pressure abnormal, dizziness, flatulence, food aversion, headache, hot flush, nausea, pelvic pain, pollakiuria, rash and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Events " tooth fracture and rash¿ was added. Previously reported unspecified event "medical device removal" was updated to " 'pelvic pain". Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("dizzy"), nausea ("I've nauseous for 2 weeks"), headache ("headache"), abdominal distension ("bloated"), flatulence ("gassy"), hot flush ("hot flashes"), food aversion ("food adversions") and pollakiuria ("frequent urination") and was found to have blood pressure abnormal ("huge bp flux"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dizziness, blood pressure abnormal, nausea, headache, abdominal distension, flatulence, hot flush, food aversion and pollakiuria outcome was unknown. The reporter considered abdominal distension, blood pressure abnormal, dizziness, flatulence, food aversion, headache, hot flush, medical device removal, nausea and pollakiuria to be related to essure. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: new events were added: I've been nauseous for 2 weeks, headache, bloated, gassy, hot flashes, food adversions, frequent urination. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.